Event description:
The user facility reported that the dermatome did not work properly. The blades were dull and the skin tore. As reported in july 2005, a second site was not required. Additional information has been requested.